Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Visual examination was carried out. The balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present inside the balloon and device indicating a leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The unit was removed from the bath and again attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking through a shaft pinhole located 56mm proximal of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. A longitudinal tear was also observed in the balloon starting 1mm proximal of the distal markerband and extending 3mm proximally. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination of the shaft identified multiple kinks along the length of the hypotube. The extruded polymer shaft was also kinked in multiple locations. As stated in the balloon analysis section a shaft pinhole was located 56mm proximal of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured at 6atm upon first inflation for 4secs. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured at 6atm upon first inflation for 4secs. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.